Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited depolarization of the ventricle. The leads were reversed in the header of the pulse generator. The leads were switched to the correct placement.